Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device would not power up with the returned power supply, the power supply was damaged.

Event description:
It was reported by the patient that the remote monitor would not initiate the telemetry phase of the transmission. The monitor was unplugged and replugged in and the start button pressed again. There had been a previous, successful transmission received from this monitor. The monitor was to be returned. No patient complications have been reported as a result of this event.